Event description:
As reported, during a procedure in (B)(6) 2021, the surgeon implanted a bard/davol ventralight st mesh which had a labeled expiration date of (B)(6) 2021 in the patient. It was reported that the surgeon and or nurse are very experienced users of the mesh and this was an error on their part. It was also reported that the surgeon does not anticipate an adverse patient outcome and does not plan to remove the mesh.

Manufacturer narrative:
As reported, an expired bard/davol ventralight st mesh was inadvertently implanted into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in november, 2019. Note, the date of event is estimated based on the date of awareness. Should additional information be provided, a supplemental MDR will be submitted.